Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experience high blood glucose as well as unexpected power loss. The customer¿s blood glucose level was 400 mg/dl, 419 mg/dl and 465 mg/dl and current blood glucose level was 113 mg/dl. The customer state that they treated with insulin pump for high blood glucose the customer also states the drive support cap appears normal. The product will not be returned for analysis.